Manufacturer narrative:
Additional narrative: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and crepitus. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was also experiencing swelling and episodes of the knee "giving out." Upon revision there was evidence of loosening of the tibial baseplate and cement from the bony implant. There was also evidence of loosening of the femoral implant. The poly insert also showed signs of wear. At this time the patient's femoral, tibial, insert, and cement are being added to the complaint and reported. The complaint was updated on: 09/29/2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the remaining provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.